Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. This complaint can be confirmed. We believe this issue to be an anomaly and an isolated incident for this lot. We cannot discern a root cause for this issue or determine at what point in time this failure occurred. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of 600 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email the nail broke into two parts during screwing process according to normal standard procedure in the anterior cruciate ligament reconstruction operation. The little broken piece will be returned back for investigation, and the main part was still implanted in patient. There is no report on patient's injury. Additional information received via email from the affiliate on 5-16-17: a second screw was not used since the original one was used to finish the procedure. The broken piece is very small but we didn¿t reply about the dimension.